Event description:
The report from the affiliate indicated that during an embolization procedure, the trufill dcs orbit coil was stretched. The target vessel/lesion was a p-com aneurysm that was 7.3 x 6.8 mm in size. An excelsior microcatheter was used for the procedure. A one-to-one relationship between the coil and the microcatheter was verified with fluoro, prior to repositioning/withdrawal. This was the third (3rd) product used. The coil was withdrawn back into the microcatheter without difficulty. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.